Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. The day of the event the patient experienced feeling ill and would have had a stomach bug. The patient´s mother brought the patient to the hospital and when a fingerstick was taken there the cgm reading was 4.0 mmol/l, and the blood glucose reading was 36.0 mmol/l. The patient would have had diabetic ketoacidosis. And was admitted into the ICU. The patient received treatment with intravenous insulin and antibiotics. Foxiga and lorien were also mentioned to have been taken around the time of the event. At the time of the initial report, which was 3 days after the event date, the patient was still hospitalized. A follow up with the parent confirmed that the patient eventually was discharged after 3 nights in the hospital and had recovered from the event. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.